Event description:
It was reported the surgeon used a cannulated drill bit. Two screws broke at tip during manual insertion of the screws; the screws proceeded too far in the cortex. There were no retained pieces. The procedure was completed. This report is for unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Additional narrative: 2x 4.5 cannulated screws, part and lot number are unknown. The part was not returned for evaluation. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: two unknown cannulated screws were received with the complaint category of ¿broken: intraoperatively.¿ these screws are intended for use in fixation of long bones and long bone fragments in the shoulder, elbow, pelvis, knee, ankle, and foot. This information is provided by the synthes cannulated screws brochure. The lot numbers are unknown for the returned screws and therefore the manufacture dates are also unknown. The two cannulated screws were each received with a portion of the distal tip broken off and not returned. The breaks are both located in the threaded portion of the main body and the screws both show deformation at the location of the break. Approximately 14.1mm of the threaded portion remains on one screw and approximately 11.5mm remains on the other screw. There is wear to both hex drives and scrapes on the threaded and unthreaded portions of the screws. Thus, the complaint condition is confirmed, but cannot be replicated since the screws are already broken. The exact part number of each screw could not be determined due to the missing distal tips. Based on the relevant measurable dimensions and features it was determined that the screws were conforming to the 4.5mm cannulated screw, partially threaded family. A review of the current design drawing was completed. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use. Therefore, the complaint condition was determined to not be the result of a design deficiency. Although the exact cause of this complaint condition cannot be determined; due to a lack of technique related information, it is likely that the screws impacted a particularly hard area of bone and/or the method of use resulted in excessive force. It should be noted that predrilling is not required, but is still recommended in very dense bone. In conclusion, the complaint condition is confirmed and was determined to not be the result of a design deficiency. Although the exact cause of this complaint condition cannot be determined, it is likely that the screws impacted a particularly hard area of bone and/or the method of use resulted in excessive force. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.